Manufacturer narrative:
Date sent to FDA: 9/16/2020. Additional information: a1, a2, b7, d3, d4, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2017 during which the surgeon dissected five centimeters of fascia free circumferentially to include the leading edge of the mesh. It was reported that the patient experienced hernia defect enlargement, chronic hernia incarceration, bowel obstruction symptoms, pain and discomfort. No additional information was provided.